Event description:
The customer observed a falsely elevated architect troponin result generated on an architect i1000sr analyzer for a male patient. Pid (B)(6) initial result = 268.3 pg/ml, repeat result = 8.6 pg/ml, repeat result (pid (B)(6) = 9.2 pg/ml and 9.6 pg/ml. There was no impact to patient management.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25, that has a similar product distributed in the us, list number 2r98, and a 510k number k191595.

Manufacturer narrative:
After further evaluation, the architect i1000sr, list number 01l86-01, was identified as an additional suspect medical device. MDR number 3016438761-2026-00177 has been submitted and contains the information for that product. A complaint investigation was conducted for the architect stat high sensitive troponin-I reagent, lot 81309ud00. Field service inspection identified heavy deposits at the vtx1 position of the process path cover, which may have contributed to the initial elevated result. This was cleaned and the instrument returned to service with no other concerns noted. Review of tracking and trending by list number and by complaint lot did not identify any trends. Device history record review did not identify any nonconformances, potential nonconformances or deviations with the complaint lot number. The overall performance of architect stat high sensitive troponin-I reagents was reviewed using data gathered from customers worldwide. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed and adequately addressed the issue. Based on the investigation, no systemic issue or deficiency was identified for the architect stat high sensitive troponin-I reagent, lot 81309ud00.

Event description:
The customer observed a falsely elevated architect troponin result generated on an architect i1000sr analyzer for a male patient. Pid (B)(6) initial result = 268.3 pg/ml, repeat result = 8.6 pg/ml, repeat result (pid (B)(6)) = 9.2 pg/ml and 9.6 pg/ml. There was no impact to patient management.